Event description:
Since I have heart issues and unable to use machine. I sleep at most 4-5 hours a night putting me at risk because of heart issues. Could not breathe while using philips dreamstation for sleep apnea. I would wake up after 1-2 hours use not being able to breathe. I discontinued use and reported to dr. (B)(6) shortly after as well as primary doctor (B)(6). Dr. (B)(6) referred me to (B)(6) pulmonary specialist for evaluation. Not able to use and are at risk with apnea. My breathing was better than previous year. I knew that because I had discontinued use of dreamstation device. I noticed difficulty breathing approximately 2 years before stopping using device e. My nose was stopping up and it would wake me in 2-3 hours. Had pulmonary test and dr. (B)(6) received notice that results of test indicated lung issues. Dr. (B)(6) did not want me to stop taking amiodorone which was used to treat my af ib. He called the pulmonary doctor and he re-issued a report saying I could continue use of amiodorone. My breathing continued to get worse using CPAP and I stopped and used adhesive strips on my nose to breathe better at night. My breathing test was better this year after stopping using CPAP but my sleep apnea is worse and was told that it would take an unknown period of time to fix problem with my machine.